Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and the associated pacemaker exhibited high out of range (oor) pacing lead impedance of greater than 2000 ohms and high pacing threshold measurement. Additional information was received from the field representative that no cause was visibly noted. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.